Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. The co2 cartridge discharged upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed initially then stopped. The device was disassembled and an additional functional test was attempted, however the lance inside the regulator rotated at this time and no further functional testing could be conducted. The tubes were disconnected for removal of powder. No clumps of powder or obstructions were found in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. Visual and physical inspections of the cannula and hole in the bottom of the powder chamber showed the cannula and diffuser chamber openings to be clear. The clearances of the internal tubes and powder chamber components were checked with pin gauges and found to be conforming. The regulator was disassembled and all components were present. The lance was able to be removed and all components of the inner chamber of the regulator were present. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hemospray endoscopic hemostat. The physicians assistant inspected the catheter and there was no clog or powder in the catheter at all. Troubleshooting was done with the gun, pressing the button a couple of times with no powder as a result. The nurse said that she did loosen the knob to check carbon dioxide (co2) pressure and the pressure was verified. The procedure was completed with another cook hemo-7. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.